Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported tissue damage may be related to patient morphology/pathology and/or user technique/procedural conditions; however this cannot be confirmed. The reported tissue damage resulted in the reported mitral regurgitation. A conclusive cause for the reported dyspnea, and the relationship to the product, if any, cannot be determined. The reported patient effects of dyspnea, worsening mitral regurgitation and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mr with a grade of 4. One clip (60823u146) was implanted, reducing the mr to 1. On an unspecified date, dyspnea was noted and mr had increased to a grade of 4. It was noted that the previously implanted clip was confirmed stable on both leaflets. The increase in mr was due to a small flail of the posterior mitral leaflet (pml) on the medial side of the previously implanted clip. It was assumed the flail was caused by a tear or rupture of a chordae. It is difficult to say, whether the clip contributed to the increased mr. On (B)(6) 2019, a second clip was implanted medial of the first clip and mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.